Event description:
The pt experienced a burning sensation at the lead site during an MRI. The procedure was stopped. It was noted that the pt's stimulation system was off during the MRI. The pt reported an ongoing burning sensation throughout the remainder of the day and evening. The next morning, the pt reported feeling a bruising sensation at the lead site. The pt had turned her ins on since the procedure and felt no distinguishable change in the stimulation or in her normal pain pattern; the stimulation covered the same areas of pain as prior to the MRI. Additional info has been requested, a follow-up report will be sent if additional info becomes available.